Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was a broken cable on the fenestrated bipolar forceps instrument. The procedure was converted to another da vinci system with no indication of patient injury. On 11/22/2024 isi followed up with the customer and additional comment was obtained about the complaint: the procedure was completed with a backup of the same instrument.